Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported pump stop events. The submitted log file contained data from 26feb2019 to 12mar2019. Starting on 03mar2019, the log file captured pump stop events while the patient was supported by both the mobile power unit (mpu) and battery power. Pump stop events were observed until the end of the file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The pump was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing. Two additional middle segments were returned measuring approximately 7¿ and 11.5¿. The remaining distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Each of the driveline segments were tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts, even with manipulation. No damage was observed on the outer silicone jacket layer. Upon removal of the outer silicone jacket layer, the bionate and metal braided shield layers were pulled from the nipple of the pump housing; however, no damage was observed. No damage was observed on the bionate layer of the remaining driveline segments. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use, however, the 7¿ driveline segment had severe breakdown approximately 4 to 7¿. Visual inspection of the underlying wires revealed breaches in the insulation of the orange and black wires at the pump housing, exposing the inner conductors. A breach to the yellow and red wires were also observed on the 7¿ driveline segment. The remaining wires of the 11.5¿ driveline segment appeared unremarkable. The driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The yellow wire represents one of the wires of phase 1, the black wire represents one of the wires of phase 2 and the orange and red wires represent the two wires of phase 3. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, the resulting electrical short to ground could have resulted in the reported pump stop events on the mpu. In addition, if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable, the resulting phase-to-phase short could have resulted in the reported pump stop events on battery power. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device - 2 years, 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced alarming after bending over to tie his shoe and it is reported that this has happened on both batteries and mobile power unit. The patient has reportedly gained 30 lbs since implant. Log file analysis showed multiple pump stops and speed drops intermittently, with the first event occurring on (B)(6) 2019. The patient underwent a pump exchange on (B)(6) 2019. No further information was provided.